Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The lesion being treated was located int he mildly tortuous and heavily calcified mid circumflex (cx). The lesion was pre-dilated with a non-bsc device. The physician could not cross the target lesion with a taxus liberte 2.5x24mm drug eluting stent (des). After the taxus stent was withdrawn from within the patient, the physician noticed the strut was lifted. The physician again pre-dilated the lesion with an unk 3.0mm balloon and successfully placed a 2.5x32mm taxus liberte stent. No patient injuries and complications were reported. The patient condition is listed as "ok".